Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with additional sterile units. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that the septum, an internal rubber component of the seal, was fragmented. No damages or non-conformances were found on the additional sterile units that were returned. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the cause of the reported event based on the evaluation of the event unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up mw #5096952.

Event description:
Procedure performed: robotic procedure. Event description: the rep was not present during the case. The pa placed the ctf73 and removed the obturator form the cannula. [] they looked into the seal housing and the clear plastic shield looked like it was crooked. The seal housing was removed from the cannula and was replaced with the seal housing from another 12mm trocar. No instruments had been inserted into the trocar. The case was a robotic procedure and the trocar was used as an accessory port. No patient injury occurred. Additional information received via email from applied team member on 23sep2020: "I spoke to the pa and he said that as soon as he inserted the trocar and removed the obturator, he looked down through the top of the seal housing to confirm the shield was in place. He saw that the shield was not in place as it should be, so he removed the seal housing and replaced it. The shield did not fall out in this case, it was displaced. So the customer must have removed it at some point after it left the sterile field." Medwatch received via mail on 20oct2020 #mw5096952: date of event is (B)(6) 2020 and the date of the report is 25-sep-20200. Device is ctf73 with lot #1384276. "During robotic case, the plastic piece of the trocar fell off before reaching the patient." Intervention: the seal housing was removed from the cannula and was replaced with the seal housing from another 12mm trocar. Patient status: no patient injury occurred.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic procedure. Event description: the rep was not present during the case. The pa placed the ctf73 and removed the obturator form the cannula. They looked into the seal housing and the clear plastic shield looked like it was crooked. The seal housing was removed from the cannula, and was replaced with the seal housing from another 12mm trocar. No instruments had been inserted into the trocar. The case was a robotic procedure and the trocar was used as an accessory port. No patient injury occurred. Additional information received via email from applied team member on 23sep2020: "I spoke to the pa and he said that as soon as he inserted the trocar and removed the obturator, he looked down through the top of the seal housing to confirm the shield was in place. He saw that the shield was not in place as it should be, so he removed the seal housing and replaced it. The shield did not fall out in this case, it was displaced. So the customer must have removed it at some point after it left the sterile field." Medwatch received via mail on 20oct2020 # mw5096952: date of event is (B)(6) 2020, and the date of the report is 25-sep-20200. Device is (B)(4) with lot #1384276. "During robotic case, the plastic piece of the trocar fell off before reaching the patient." Intervention: the seal housing was removed from the cannula and was replaced with the seal housing from another 12mm trocar. Patient status: no patient injury occurred.